Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump had motor error. The customer's blood glucose was unknown. The customer stated that there was insulin flow blocked alarm and there was motor position encoder error in the history. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Customer reported that the drive support cap appeared normal. The troubleshooting was performed for motor error and unable to complete troubleshooting due to motor error. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The customer was advised the insulin pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No excessive no delivery alarm, no e70 alarm and no motor error alarm noted during test. Motor passed motor test. (B)(4).